Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Proposed component code: mechanical (g04) - head. Additional medical records provided; medical records were provided and reviewed by a health care professional. Review of the available records identified the following: hip luxation, closed reduction. The additional information does not change the outcome of the previous investigation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
UDI - (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Surgical notes were not provided. The patient previously had a dislocation and it was closed reduced. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical device: g7 neutral e1 liner 32mm d # item 010000848, lot 3502958; g7 pps ltd acet shell 50d # item 010000662, lot 6258286; echo por fmrl nc 11x135mm # item 192011, lot 842650. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-01057. Report source: (B)(6). Clinical study: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient suffered hip dislocation and luxation approximately 40 days post surgery closed reduction was performed. Attempts have been made and additional information on the reported event is unavailable at this time.